Event description:
The customer reported that the exposure switch stuck during bootup. No patient injury was reported.

Manufacturer narrative:
The ge service rep ordered and replaced the processor, control panel processor and x-ray switch on top of doghouse. He tested the system by making several exposures. System is working as intended.